Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the hanger assembly was broken. It was also found that the output connector assembly was broken, and the lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a stress crack on the hanger and needed testing and calibration. The epg has been returned for service. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.